Event description:
According to the reporter,the nurse inserted connected the adapter to the handle. Then connected the reload to the adapter, however the jaws began articulation without pressing buttons. The nurse pushed the toggle and tried to turn the jaws to the straight position ,however the jaws would not move. After that, the nurse pressed the buttons several times, removed the reload from the adapter. Replaced by another handle, adapter and reload. The device reacted normally and the procedure was completed with no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload had a full staple complement. Functionally the reload was loaded into a pmv representative instrument and was applied to test media with proper staple placement and media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.